Event description:
The customer reported being hospitalized for high blood glucose of 750mg/dl. The customer stated that her insulin pump was locked. Assisted the customer to unlock the device. Troubleshooting was performed. The customer stated that she changes the infusion set every three days. The customer stated that her doctor recommended to have a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.